Event description:
By way of a lawsuit, conmed/aspen labs was informed that while the pt was undergoing a cesarean section procedure, an electrosurgical pencil was left to lie on the pt's left thigh. Without warning from the electrosurgical generator, the electrosurgical pencil cut a large gash in the pt's thigh without manual activation. The wound became infected. The pencil model number and lot number are not known in the lawsuit mentioned. The only recorded order for conmed pencils in customer svc records was after this event on 3/99 for catalog number 130309 conmed pencils. Therefore, without any other info at this time and until co learns otherwise, the pencil will be reported as a 130309 conmed pencil.